Manufacturer narrative:
A supplemental report will be submitted upon completion clinical and plant investigation.

Event description:
A peritoneal dialysis nurse (pdrn) called to report safety clamp error while in setup, but did not specify the step. She wondered if this would cause the supplies to get a hole in them and possibly trigger a peritonitis event. She reported the patient recently developed peritonitis and is trying to rule out every possible way the patient could have contracted it. Technical support advised the safety clamp error has not been known to cause or be associated with a break in the sterile pathway. During follow-up pdrn stated that the patient had peritonitis on (B)(6) 2017 with positive growth of streptococcus and white blood count (wbc) of 3316 mm3, the patient was administered antibiotics - 1g ceftazidime and 1g cefazolin ; the patient was not admitted to the hospital; the patient was recovering from peritonitis. The patient continued to do pd therapy unchanged and the pdrn would visit the patient at her house to help her through the treatment. Per pdrn the cause of peritonitis may have been due to breach in aseptic technique and did not believe the alarm could have caused the infection.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Date of event: (B)(6) 2017 conclusion: there is no documentation in the complaint file supporting a possible association between the fresenius products and the event of peritonitis. However, there is a likelihood of a causal relationship with the possible but not confirmed break in aseptic technique and the event of positive streptococcus growth with reported white blood cell count of 3316mm3. The peritonitis dialysis registered nurse commented if this event was caused by the supplies developing a hole (break in integrity) and possible triggering an episode of peritonitis, the pdrn is attempting to determine the possible etiology.

Event description:
Source documents in the file were reviewed by a post market surveillance clinician. A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cycler-assisted peritoneal dialysis (ccpd) had a safety clamp error during set up and the pd patient's clinic registered nurse (rn) commented if this was caused by the supplies developing a hole (break in integrity) a possibly trigger an episode of peritonitis. The pdrn stated the patient experienced a recent episode of peritonitis and attempting to determine the possible etiology. On (B)(6) 2017 the pdrn stated the pateint was diagnosed on (B)(6) 2017 with gram positive cocci, staphylococcus peritonitis. The patient was treated as an out-patient with ceftazidime 1 gram and cefazolin 1 gram and recovered from the episode of peritonitis. The patient continued ccpd therapy. On (B)(6) 2017 the pdrn stated the pertonitis may have been caused by a break in sterile technique, but was unable to verify the exact etiology.